Manufacturer narrative:
(B)(4).

Event description:
It was reported that this pacemaker device exhibited premature battery depletion behavior as discovered via a device interrogation during a routine in-clinic follow-up. Boston scientific engineering analysis of device data confirmed that the power consumption of this device has been increasing during the past year, it is expected to continue to increase and the device needs to be replaced and should be returned to boston scientific for a detailed analysis. The analysis of the device data also indicated that assuming the behavior remains unchanged, there is sufficient battery capacity to support therapy and device replacement for at least 90 days. The device was subsequently explanted and replaced 27 days later. There were no additional adverse patient effects.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
This supplemental report is being filed based on completion of device analysis.